Event description:
The defibrillator, which was implanted for 32 months, showed a battery status gauge display of mol 2 (middle of life 2) during a follow-up, while the battery voltage was seen as 5.42v. The ICD carried out three additional loading procedures in the hospital. Thereafter, the battery was drained for additional shock release. It delivered enough energy for the bradycardia operation.